Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer's friend reported the consumer was in ICU and not getting better. The friend thought the gastric device batteries ran out and something was wrong with the consumer as a result. Information received from a health care professional reported a return of nausea and vomiting. The consumer indicated her symptoms are like those before she had the system, and was in the ICU due to return of symptoms. It was noted that this was a sudden change in therapy/symptoms. It was noted that the consumer had a full hysterectomy about two weeks ago and her return of symptoms occurred about one week ago. At the time of the hysterectomy, the consumer was put on paxil, but the hcp did not know if the hysterectomy and/or the paxil were playing a role in symptom return. Indication for use included gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.